Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 119 mg/dl. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.